Event description:
It was reported that during the percutaneous peripheral intervention, balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and severely tortuous unspecified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. On the first inflation the balloon was inflated to approximately 4 atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).